Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported by pathology to be unavailable without patient authorization. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is a rate and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Based on the information received the cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 29mm bioprosthetic aortic valve, implanted five (5) months, twenty-three (23) days, was explanted due to ascending infected hematoma. The patient presented to the ed acutely ill with concerns for sepsis. There was a large, hard mass over the upper 1/3 of the sternal scar. A chest CT showed a large mediastinal hematoma with active contrast extravasation surrounding the ascending aorta from the root to the level of the aortic arch. Intro-operative inspection of the 29mm aortic valve revealed what appeared to be organized thrombus on the aortic side of the leaflet. "Given the extensive amount of what appeared to be thrombus, but could not rule out vegetation on the aortic side of all three leaflets," so it was decided to explant the valve. The explanted device was successfully replaced with a 29mm pericardial aortic valve and the ascending aortic graft was replaced. This patient tolerated procedure well and was transferred to the intensive care unit in stable condition. The patient had a complicated post-operative course, including an embolic stroke, and was discharged to acute rehab on post-op day fifteen (15) in good condition.